Event description:
The information received suggests the device was removed due to erosion. Additional information was requested, but was not provided.

Manufacturer narrative:
Additional catalog numbers: 72400098, 720157-01, 72404131. Additional serial numbers: (B)(4). Additional implanted dates: (B)(6) 2007, (B)(6) 2011, (B)(6) 2012. Additional manufactured dates: 07/01/2007, 05/01/2011, 12/01/2011. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.